Manufacturer narrative:
The arjo service technician inspected the device and found that one of two backrest hinges was pulled out of the frame as the bolt fixing the hinge to the frame was missing and the backrest actuator was broken but still attached to the frame. The circumstances of the damage are unknown. Based on the previous complaints review the probable causes of such damages were proposed. First one is that the hinge dislocation caused uneven force resulting in damage of the backrest actuator. Second one is that the backrest section was being raised without noticing that the backrest was blocked by an obstacle. It resulted in damage of the backrest hinge and the actuator. However, in the complaint at hand due to the lack of information, the exact root cause of the damage was not definied. The citadel plus instruction for use (IFU 831.374) states: "moving parts- keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts". Moreover, IFU indicates to carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.) Weekly. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device failed to meet its performance specification since one of the hinges disconnected and other part was damaged. This complaint is deemed reportable due to the backrest hinge breakage during use of the bed with the patient. No injury occurred as an outcome of the claimed malfunction.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the supplemental report.

Event description:
It was reported that the backrest hinge broke and also actuator was defective. There was a patient on the bed. No injury reported. Defective parts were replaced.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the supplemental report.